Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: weak and tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Sister is calling on behalf of the customer. The customer reported feeling weak and tired; sister stated she will give her insulin and if customer's symptoms do not change, she will take customer to the ER. The product is not stored according to specification in the (kitchen). The test strip lot manufacturer¿s expiration date is 02/18/2025 and open vial date is 2 weeks ago. The customer did have another vial of unopened test strips that had been stored and handled correctly: zb5418s, manufacturer's expiration date is 04/25/2025. During the call, a blood test was performed by the customer non-fasting and produced test result of 315 mg/dl using true metrix meter; customer was not concerned with the result obtained.